Event description:
A high drain error 101 (night drain cycle one) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(4) 2012 15:06:35. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The cause was undetermined. If any additional information is received, a follow-up will be sent.